Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. Internal complaint number: (B)(4).

Event description:
It was reported that the catheter tip was unintentionally cut using the tuohy needle during the implant surgery. The catheter tip was left inside the patient in the intrathecal space near the l1/l2 lumbar spine, facing the caudal direction, due to the high risk of spinal surgery. A second catheter was used to complete the procedure. There were no patient effects reported, and the remaining catheter was returned for evaluation.

Manufacturer narrative:
The device was subjected to visual external and internal inspection, and flow testing. An assignable cause for the reported issue could not be determined. Based on the results of the investigation, the reported event was confirmed. Internal complaint number: (B)(4).